Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2022 during an unknown procedure when it was reported ¿that the trocar tip was broken during the surgery. The tip hit the ribs and was damaged. The customer replaced it with a new product and the surgery was completed.¿ an alternate same device was used to complete the surgery." There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. After further assessment it was found the device did not fragment and fall into the surgical site. Additionally, the device did not malfunction in a catastrophic manner; as a result, the probability of the event leading to serious injury or death is remote. This type of failure mode would be obvious to the user prompting the use of an alternate device. Based on the information provided and decision tree results, this complaint does not meet the definition of a reportable event. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of the trocar fracturing but not fragmenting is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.